Manufacturer narrative:
A sample is expected to return for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a cassette failed testing and system would not prime prior to surgery. The problem was resolved by switching to a new cassette. There was no pt involvement reported.